Event description:
A malfunction alarm labeled malf 12 was reported by the customer, occurring multiple times on their pump but not exceeding the customer's blood glucose level of 500 mg/dl. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support agreed to send a replacement pump containing updated software, provided instructions for putting the pump into storage mode, and offered further training via the customer's source account. The customer was advised to return the problematic pump to tandem using a pre-paid label within ten days, which they understood and acknowledged.